Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, it is likely that the reportable malfunction was due to damage (disconnection, etc.) To the image sensor unit caused by stress during use, external factors, or handling, or an abnormality (failure) in the electrical contact of the scope connector's electrical contacts. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope, the image had a blackout when adjusting the angulation. There were no reports of patient involvement.